Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; h2: follow-up type; h3: device eval by manufacturer; h6: patient code; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the issue due to potential allergic reaction. Reportedly, the patient's body was apparently rejecting the implanted device. No adverse patient effects were reported. The ra lead remains implanted. Additional information indicated that the field representative contacted the device following clinic and the electrophysiologist were unaware of the potential allergic reaction. No additional adverse patient effects were reported. The ra lead remains implanted.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to potential allergic reaction and possible infection. Reportedly, the patient's body was apparently rejecting the implanted device. No adverse patient effects were reported. The ra lead remains implanted.